Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited rising and high thresholds, and steady increase in impedance, which is now high. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.